Manufacturer narrative:
(B)(4). The apex catheter was received for analysis. Visual analysis revealed that there was blood in the balloon and inflation lumen. Microscopic inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The target lesions were located in the distal left anterior descending artery (lad) and the calcified left circumflex artery (lcx). The 20mm x 2.50mm apex monorail balloon was successfully inflated to 6atm for 20 seconds in the lad and an unspecified sent was implanted in this lesion. To continue the procedure, two inflations were performed with the 20mm x 2.50mm apex balloon catheter at 10atm for 20 seconds and at 12atms for 20 seconds, respectively, in the lcx. The apex balloon ruptured during the second inflation. In an attempt to complete the procedure, a non-bsc stent was advanced but would not cross the lesion. A 16mm x 2.25mm ion monorail stent was then advanced however this stent also failed to cross. The procedure was not completed due to this event. There were no patient complications reported and the patient's status is listed as fine.